Manufacturer narrative:
The patient has a (3288) lead that was abandoned during the procedure. The physician implanted two 3186 octrode leads. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
Additional information received indicates that the physician felt that the scs paddle lead was risky to remove and made the decision to leave the device implanted.

Manufacturer narrative:
Complete device details are not available at this time. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the replacement of the patient's implanted receiver, the patient's scs paddle lead was disconnected from the stimulator and left inside the patient and two scs percutaneous leads were implanted. The paddle lead is inactive. It is not known at this time why the device was left inactive and two new leads were implanted. Surgical intervention may occur at a later date to address the scs paddle lead that remains implanted.